Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2023 it was reported by a sales representative via email that the blue repair stitch from an ar-3688 knotless fibertak biceps implant system locked up and would not cinch. The anchor was cut out and a new one was used to complete the case. This was discovered during a procedure on (B)(6) 2023.